Event description:
Consumer reported receiving 2nd degree burns to her left arm while using the heating pad for which she sought medical attention. Per the consumers description the pad was left on too long which caused the burns.